Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: ruptured during surgery upon blowing the balloon up. It was during the laparoscopic right inguinal hernia on a female patient under dr. (B)(6). No broken fragment was left in the patient. Additional information received via email. 1. Was there any unanticipated tissue loss as a result of this problem? No. 2. Was there any tissue damage as a result of this problem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? N/a. 3. Was there blood loss of 500cc or more due to the product problem? No. 4. Did any additional blood loss resulting from this product problem require a blood transfusion? No. 5. Was surgical time extended by more than 30 minutes due to the product problem? No. 6. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. 7. How is the patient currently? The patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).